Event description:
It was reported that the patient was referred for vns evaluation due to pain in the neck. Clinic notes state that in the past month she has had 3 cramps in the area of the vns but has stopped in the last few weeks and had not had any more pain in the neck. Additional information indicated that a few months prior she started to complain of recurrent neck pains on the left side. Turning off vns did not help initially, but overtime it might have made a difference. The neurologist indicated that she has a CT of neck/soft tissue with 3d reconstruction ordered. It is unclear how much of her neck pain is related to vns leads, her pre-existing eagle¿s syndrome residual symptoms, or exaggerated response to physiological discomfort [patient has history of psychogenic non-epileptic events, as well.] The neurologist sent her to the neurosurgeon for evaluation to determine if vns replacement might be needed. No known surgical intervention has occurred to date. No relevant information has been received to date.

Event description:
The patient indicated that their device had been turned off since november due to pain in the neck and that the pain has recently started to return. The patient also mentioned that depression symptoms have started to arise, and that they have been having an increased amount of memory loss due to these depression symptoms.

Event description:
The patient reports that her device has been disabled since november due to discomfort in her neck. The patient noted she is beginning to feel an increase in seizures. No additional relevant information has been received to date.

Manufacturer narrative:
Age at time of event and describe event or problem; corrected data; initial MDR inadvertently submitted incorrect event date.

Event description:
The patient underwent prophylactic generator replacement. The explanted device was discarded by facility.